Event description:
The distributor reported that the device provides inaccurate blood pressure values during stress tests and when using a simulator. All accessories are the original ones and the distributor tested it with an automatic and manual trigger. There was no impact on the patient.

Event description:
The distributor reported that the device provides inaccurate blood pressure values during stress tests and when using a simulator. All accessories are the original ones and the distributor tested it with an automatic and manual trigger. There was no impact on the patient.